Manufacturer narrative:
Additional information was received that the in-line sheath was used for the procedure. The injury occurred during advancement. The injury was treated with angioplasty and a covered stent. Per the physician it was unknown if the injury was caused by the delivery catheter system (dcs). It was also unknown if the closure device contributed to the injury. It was reported that calcification may have contributed to the injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left external iliac artery disse ction was reported. The patient expired due to bleeding.